Event description:
This notification was opened for review due to an allegation the device was alarming for a service required alarm condition. There was no harm or injury reported. The device was not in patient use. The device was returned for evaluation and the customer's complaint was confirmed. Service required alarm conditions indicating an internal battery failure were observed. The device's system board and internal battery were replaced to address the issue. The device was tested and passed all final testing.